Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the malfunction of tip of the device came out was confirmed. The likely cause of the failure could be damage or breakage of the tip bearing. It was also noted that due to tip bearing breakage the tool bur was wobbling. B3: date of event notification: 17.03.2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a part came out of tip of the device. There was no patient impact. Additional information received stating that upon evaluation the tip bearing got damaged or broken.